Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced genital sores and swelling.

Event description:
It was reported that following insertion the patient experienced genital sores and swelling.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure 10/26/2007 and mesh was implanted due to sui. It was also reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced recurrence of urinary incontinence, dyspareunia and pain.(B)(4).